Manufacturer narrative:
The reported field events of backup vvi and low battery status were confirmed in the laboratory. The device image was reviewed and the device triggered eri due to normal battery depletion. As the device battery was approaching eol level, bvvi was triggered from code corruption caused by low battery fluctuations.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, device interrogation found the device to be in backup vvi mode and its low battery status was also noted. A device firmware download was not performed due to low battery status. The device was explanted and replaced. No further information is available at this time.